Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Patient reported that the incident occurred approximately 1 year ago; however, the exact date was unknown.

Event description:
It was reported that during use of the cleo® 90 infusion set, the patient would load a new insulin cartridge and insulin drops were not observed coming out of the end of the infusion set tubing. The patient reported that the blood glucose levels were 250-300 mg/dl at the time of the event. Additionally, it was reported that the patient had tested for trace amounts of ketones. The patient's blood glucose and ketones levels were not considered life threatening. To resolve their high blood glucose, the patient administered multiple daily injections. It was reported that the incident occurred approximately 1 year ago. During a follow-up conversation with the patient, the patient stated that they ceased using the cleo 90 infusion set and pump because "cts" wanted to troubleshoot the issue and therefore the patient returned to multiple daily injections.